Event description:
No new information from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed. A probably cause was not determined. However; it is presumed that the peeling of the tissue pad may have been caused by the following mechanism. The tissue pad was worn out and parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). The event can be detected and prevented in accordance with the following instruction for use (IFU): do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital (documented here in it¿s entirety due to character limitations in respective field). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the instrument had the tip of the tissue pad partially come off. The event occurred at the beginning of a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a similar device with no delay reported. There were no reports of patient harm.